Event description:
It was reported from (B)(6) that the patient performed a controller exchange after waking up and seeing that the led screen on the controller was "dead" and no alarms were going off. The patient did not report any feelings of discomfort or dizziness. After performing the controller exchange the patient drove to the facility to pick-up a replacement for the back-up controller. The facility could not access the data from the controller but did not think that the pump stopped when the led screen was off due to the patient stating that he felt fine. The patient drove home after receiving the replacement back-up controller. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple controller power up events on the date of the reported event. Furthermore, testing confirmed the reported event as the controller was unable to start or communicate with a monitor. Analysis of the device revealed that the device failed to meet specifications. The controller passed visual testing but failed functional testing due to a damage electrical component that caused a short circuit. The unit performed as expected after replacing the defected component. According to the event description, the no power alarm did not sound when the unit loss power. This observation could not be duplicated at bench level; the no power alarm sounded as expected and met specification. The root cause of the reported event is a damaged electrical component causing a short circuit which subsequently prevented the unit from functioning properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Per the instructions for use (IFU): the patients are instructed to always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The company is seeking this information through the event investigation.